Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Reference internal complaint (B)(4).

Event description:
This report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2018-00034. It was reported the physician performed a novasure endometrial ablation on (B)(6) 2018 and the physician received an unsuccessful cavity integrity assessment (cia) test using two disposable devices. The physician performed a laparoscopy and two perforations were noted (one at the center fundus and another at the right cornua). The physician cauterized both sites and administrated antibiotics. No blanching was noted and there was no thermal injury. The procedure was aborted.